Event description:
The device was used during a colon resection. The surgeon clamped/closed on large colon with white handle, fired with black handle. During the firing the jaws of the device came open and only a partial staple line formed. Another device was opened to complete the case. There was no consequence to the pt. 10/2/96 the distal (superior) part of the staple line did not form.